Event description:
Pt found dead with head wedged within bed siderail. Pt on auto excel. Possibly decompression of one or more of cells caused pt to slide toward siderail.

Event description:
Add'l info rec'd from MFR 2/24/04: investigation of the mattress found no fault with the mattress & pump. The autoexcel system involved in the incident performed within its original specifications without failure of either the pump or overlay. The next assessment phase will be to take this system and place it on the hill-rom bed frame that was involved in the incident to view the correlation of the overlay to the bed frame. This is anticipated to take place in 2003 at facility.

Event description:
Add'l info rec'd from MFR 12/19/03: this MDR involved a pt's head that was found entrapped within a hill-rom advance 2000 bed side rail and a hill-rom mattress. A huntleigh healthcare autoexcel mattress overlay support surface was used in conjunction with the hill-rom product. Labeling for the autoexcel system includes a warning on page 9 of the user manual that states "warning: alignment of the bed frame, bed side rail, and mattress should leave no gap wide enough to entrap a pt's head or body. Care should be exercised to prevent the occurrence of gaps by compression or movement of the mattress. Death or serious injury may result. "Over the previous 10 years, huntleigh healthcare has been informed of only two entrapment incidents. One is the current incident and the other incident involved huntleigh's breeze low-air-loss mattress replacement system. Both deaths appear to have occurred via strangulation of the pt by the bed side rails, and not as a direct result of the performance of either huntleigh support surface. Huntleigh was not the MFR of the bed and side rails in either case. It is huntleigh healthcare's position that they cannot make a determination as to whether or not the use of bed side rails with their mattress overlay and replacement systems would be appropriate in any given circumstance or situation. This determination must be made by the clinician(s) overseeing the care of the individual pt and within the framework of the individual pt assessment in ensuring a safe bed environment.